Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stick cable got stuck and the isolation was therefore damaged. Cable stylus was pinched, stylus tip position on the touch screen needed calibration, errors were found in the software history. The stylus was replaced, touchscreen connector was cleaned and reseated/touchscreen parameters were reset, touchscreen was calibrated according to procedure, software was re-installed and updated to newest version, device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stick cable got stuck and the programmer insulation was therefore damaged. The programmer remains in use. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.